Event description:
Device 1 of 2. Reference MFR report 1627487-2013-20037. It was reported the pt experienced pain at the ipg site. The ipg site and heating near the ipg pocket while recharging. The pt stated she had stopped using the scs system years ago. The pt did not want to receive troubleshooting. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting numbers: 1627487-09042012-003-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.